Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that an unspecified lipid infusion completed in 12 hours instead of 20 hours. There was no patient injury. Although requested, further information was not provided.